Event description:
It was reported that the lead exhibited high pacing thresholds. Possible perforation was suspected. The patient complained of chest pain. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.